Manufacturer narrative:
Device evaluated by MFR., eval summary attached; method code, result codes and conclusion codes updated. Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached and was returned for analysis on the product mandrel. A visual examination of the crimped stent found the stent severely damaged with struts distorted and stretched across its length. The product stent protector was not returned for analysis with the device. Based on the specified stent protector profile and the recorded crimped stent profile, there is no issues to note with the interaction between the 2 components. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp markings are evident on the exposed part of the balloon wall, indicating that a full crimp was achieved between the stent and balloon. The crimp temperature and the crimp duration for the device all are within the specified range. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4)

Event description:
It was reported stent damage and stent dislodgment occurred. During preparation of a 2.25 x 32 synergy drug-eluting stent, the stent was caught by the stent protector and was stretched and dislodged. There was no patient involvement. The procedure was completed with another of the same device.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported stent damage and stent dislodgment occurred. During preparation of a 2.25 x 32 synergy drug-eluting stent, the stent was caught by the stent protector and was stretched and dislodged. There was no patient involvement. The procedure was completed with another of the same device.